Event description:
It was reported that a patient presented with dislodgement and high capture thresholds noted on the patient's left ventricular lead. The lead was explanted and replaced on (B)(6) 2024. During the surgical intervention, the lead was unable to be advanced through the catheter, resulting in a replacement lead being implanted. No adverse patient consequences were reported.